Event description:
A surgeon reported that he was pressing hard on the plunger when the tip of the cannula detached from the syringe and went into the pt's eye. It was reported that the surgeon did not use the cannula locking ring on the syringe as instructed in the directions for use. Pt impact is not known. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter has not provided a lot number, or any identification traceable to the manufacturing documentation. It was reported that the surgeon did follow the directions for use. The surgeon did not use the cannula locking ring on the syringe as instructed in the labeling. Add'l info was requested by phone on 03/25/2008 and by mail on 04/21/2008.